Event description:
The pt was diagnosed with pulmonary edema when coming out of recovery from a surgery that day. The pt had been anesthetized with desflurane, a narcotic and o2. The pt was given lasix to prevent further development of and reverse the pulmonary edema. The pt respond appropiately and quickly and had been released from the hosp. The vaporizer has been removed from service.